Event description:
It was reported that the patient underwent a unrelated surgical procedure in which it is unknown whether the ipg was placed into surgery mode prior to the procedure. Afterward, the ipg would not communicate with external devices. Surgical intervention occurred in which the device was explanted and replaced to address the issue.